Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on lower left front corner of top case also cracked on right plunger case. Check syringe plunger sensor was found at power up. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be the flippers touching the top of ear clip when plunger assembly was pushed all the way in. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed power up process and all functional testing which passed.